Manufacturer narrative:
The fse that encountered the issue cleaned with air and replaced the 9v battery (0146-00-0146). The alarm worked without any issues. A functional inspection was performed. There were no issues with the unit, and the results were good.

Event description:
It was reported that during an inspection performed by a getinge field service engineer (fse), the alarm daughter board's 9v battery was leaking. When the battery was removed, there was no liquid on the alarm daughter board, but there was dry, powdery material around it. There was no patient involvement.